Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the instrument was discarded by the site prior to complaint creation and is not available for evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the vse was used for about 44 minutes, without any errors or event patterns that would suggest an instrument failure. In the e-100 logs, there are a few ¿high initial starting impedance¿ messages, which indicate the tissue between the jaws has a higher impedance value than detected. This can occur due to sealing over the same area or desiccated tissue multiple times. When this warning occurs, energy delivery is restricted, and the user is prompted to redo the seal. Clinical development engineering (cde) review was performed by escalating to a senior manager for cde regarding the suitability of using a vse for sealing mesocolon/lymphatic tissue and the following information was received: the vse is indicated for sealing mesocolon, which falls under the tissue bundle portion of the vse indication. There are other clinical factors, e.g. Amount of tissue in the jaws that may lead to an insufficient seal. No image or video clip for the reported event was submitted for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. Deficiencies in sealing may lead to inadequate hemostasis. A reoperation, blood transfusion, admission of the patient to a higher facility of care and the placement of a clip, suture, staple or other intervention that was not planned to control bleeding of a vascular structure are considered medical intervention to preclude permanent impairment. Thus, this complaint is considered a reportable adverse event.

Event description:
It was initially reported that during a da vinci-assisted sigmoid colectomy procedure, there was bleeding noticed in the rectal area after distal transection of the sigmoid colon. The surgeon applied surgi-seal coagulant and used tamponade to stop the bleed. The leak test was done, and the procedure was completed robotically. Patient was on the recovery floor and had to be taken back into the or to control bleeding. The vessel sealer extend/e-100 generator was used for the colon dissection in the first operation. The surgeon is questioning the ¿sealability¿ of non-ideal tissue (i.e. Mesocolon). On 12-aug-2021, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information regarding the event: the sigmoid colectomy procedure went well and there was nothing unexpected that happened. The inferior mesenteric artery (ima) was skeletonized and ligated with the vessel sealer extend (vse) instrument and there was no bleeding seen when the vessel was transected. The vse was used to dissect and divide the mesocolon, and the superior rectal artery (sra), which lies in the mesocolon, was divided along with the mesocolon. According to he surgeon, "the sra is small enough that it does not have to be skeletonized before ligation". There was no calcification of the vessel, the diameter of the vessel was less than 7 mm, the tissue was not exposed to previous chemotherapy and radiotherapy, the vse was not immersed in liquid or blood during the sealing process, and the jaws of the instrument were no contaminated with biodebris. He was not aware of any hard materials in the jaws of the vse during the sealing process. The generator produced the appropriate tones during the sealing process. The distal part of the colon was stapled using a sureform 60 staple with blue reload and there were no issues with the stapling. There was some mild oozing seen from the right side of the staple line, and it stopped on its own. There were no missing staples or holes in the staple line. The proximal stump was externalized, and an eea stapler was used to create an anastomosis with the distal stump. During the sigmoid colectomy procedure, there was some minor bleeding seen at the sacral promontory arising from the sacral venous plexus. The cause of this minor bleeding was due to manipulation of tissue. The surgeon applied tamponade and hemostatic gauze to stop the bleed. The patient was in the recovery ward and a few hours after the procedure, the patient had orthostatic hypotension. The patient was taken to the ICU and a fluid bolus was administered. The heart rate of the patient dropped and cardiopulmonary resuscitation (CPR) was administered. An ultrasound of the abdomen was performed, and free fluid was seen in the abdomen. The patient was brought back to the or and an explorative laparotomy was performed. Bleeding was seen from the sra which was ligated with sutures. The patient was transfused with 4 units of blood and 2 units of fresh frozen plasma (ffp). The estimated blood loss was 500 ml. The patient was readmitted to the ICU after the explorative laparotomy procedure. The surgeon believes that the cause of the bleeding from the sra was insufficient sealing of the vse. Relevant medical history and relevant investigations were asked but not provided. On 18-aug-2021, isi followed up with the surgeon again and obtained the following information: when asked whether there were any reasons that led the surgeon to believe the vse sealed the sra insufficiently the surgeon replied that the "vessel was not sealed closed as what I would expect and was still bleeding during the take back". The mesocolon was fatty but was still within normal variability.